Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was done under general anesthesia. The patient had a scan in december, where rectal wall infiltration (rwi) was noted. The patient has been reported to be asymptomatic. It was noted that the physician preferred, as far as next steps, to wait for the hydrogel to dissolve entirely and to delay external beam radiation treatment.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).